Manufacturer narrative:
One sample was returned and no discrepancy was found with the cuff upon visual inspection. The cuff of the returned sample was inflated and was found to have a leak in it. Each device is leak tested before shipping and no leak was found during the pre-use check as indicated by the customer. The most likely cause for this issue is that the tear occurred during the tracheotomy process when the cuff came into contact with a sharp object. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that two hours following placement of a smiths medical portex® blue line ultra® tracheostomy tube, air was leaking from it. The tube was re-inflated but did not get back to the original state. The trach tube was changed out with no reported adverse effects.